Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by diarrhea, abdominal pain, and cloudy effluent. The cause of the peritonitis was reported as the patient had unspecified digestive trouble due to food; however, this was unable to be medically confirmed, therefore the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with ceftazidim (dose, route, and frequency not reported) and amikacin (dose, route, and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Thirteen days after the event onset, the amikacin and ceftazidim were discontinued and the patient recovered from the peritonitis event. Also that same day, the patient was discharged from the hospital. Additional information was requested, but is not available at this time.